Event description:
In 2009, patient reported taking her blood glucose reading 10 minutes ago with a result of 557 mg/dl. She stated, she then boluses as needed to treat the elevated blood glucose reading. After the elevated reading, patient reported she noticed insulin spilled inside cartridge compartment. She stated, she then attempted to remove the insulin cartridge and states over half of the cartridge spilled inside cartridge compartment at that time. Patient stated she could not determine if plunger had been stuck on the piston rod. Assisted patient with obtaining current basal rates from her primary infusion device. Advised her to prepare new cartridge, adapter, and tubing for install in her backup infusion device. Patient reported, she dried out the insulin from the cartridge compartment on her primary infusion device, reinserted her cartridge and placed the device in run mode. She stated she noticed that insulin had already began dripping into the cartridge compartment again. Attempted to assist patient with setting up backup infusion device but patient had difficulty seeing the screen due to her hypoglycemia and found it difficult to hold the phone and program the infusion device at the same time. Patient stated, her daughter will arrive within 30 minutes and will call back to continue setting up the backup infusion device. Advised her to take necessary measures to bring her blood glucose down to the target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. On follow up call three days later, patient reported her daughter completed the programming of her backup infusion device on event date, and she was presently using the backup infusion device. Patient reported her blood glucose returned to her target range and have been under control for the past two days. Patient stated, she did not know what caused the insulin to spill inside the infusion device, but the cartridge plunger did not get stuck on the piston rod.